Event description:
The patient was revised on the left knee due to instability, subluxation of the femur. The patient was converted to a ps insert and femoral component.

Manufacturer narrative:
An event regarding instability of a triathlon knee was reported. The event was confirmed. Method & results: device evaluation and results: not performed as no devices were returned for evaluation. Medical records received and evaluation: not performed as insufficient patient medical records were provided for review. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the exact cause of the event could not be determined because insufficient patient medical records were provided for review. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
The patient was revised on the left knee due to instability, subluxation of the femur. The patient was converted to a ps insert and femoral component.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown triathlon insert. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Hospital retained device.